Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. They reported that they think their battery is dead. They stated that their pain clinic told them to call the manufacturer. The patient stated that they were not able to charge their device and reported that it had been a year now and stated that they had procrastinated to call until now. Patient services reviewed the possibility of their device being overdischarged, and the paging number for a rep was given to the patient to give their hcp. No symptoms were reported. The event date was asked but was unknown (over a year ago). No further complications were reported/anticipated. Additional information received from a healthcare provider (hcp). It was reported the patient had not used the device for 12 months. It was placed in 2011. The hcp said they may replace it. The issue was not resolved. No further complications were reported. Additional information received from the manufacturing representative (rep) and patient indicated that the ins was in overdischarge. The rep noted that the battery was could no longer take a charge because it was at end of service (eos). The rep was unable to interrogate the ins. It was stated that surgical intervention is planned for a battery replacement. No further complications were reported or anticipated.